Manufacturer narrative:
Other, other text: the pump was repaired by the oakdale service center prior to it being aware there was a complaint against the pump, however the repair notes indicate the customer's problem was device returned for lost programming". The stated problem was not verified.

Event description:
Information received indicating that the smiths medical cadd ms3 pump lost programming due to no change of batteries. It is unknown if the reported event was caused while in use with the patient. No adverse effects reported.